Event description:
It was reported that during a follow up this device exhibited an inappropriate shock. The patient was at rest when receiving the inappropriate shock. During the follow up the sensing vector was changed from primary to secondary. Isometric testing was also performed which showed noise in all sensing vectors. The noise seemed to be myopotential, but it was not possible to correlated the noise with any exercise. A review of the case by technical services (ts) noted that there was a loss of cardiac signal sensing and oversensing of non physiologic signals. Ts further discussed possible reasons for the reported observations including an incomplete lead insertion, an impaired lead or other impairment of the lead contact in the device header. Ts also discussed further troubleshooting for this case. At this time the system remains implanted. No adverse patient effects were reported.